Event description:
It was reported that a 51-year-old hispanic female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown on her right side postoperatively. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 3, 2022, mentor became aware that the implants were in very bad shape when remove and hence, were discarded. Corresponding fields have been updated under section h on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 10, 2022, event description has been updated under field b5, date of explant has been updated under field d6b and additional codes codes have been added to field h6. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old female patient who underwent breast implant surgery with mentor medical devices (smooth hpg, 375cc, date of implant (B)(6) 2022) developed an infection of the right breast and needed exploration and evacuation on (B)(6) 2022. It was also reported that the patient subsequently developed an open right breast wound with implant exposure. On (B)(6) 2022, the patient underwent removal of the right breast implant with washout and closure of the right breast wound.

Manufacturer narrative:
On october 4, 2022, mentor became aware that the right side bake grade was IV and date of surgery was (B)(6) 2022. Field d6b has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient underwent bilateral replacement surgery on october 6, 2022 with catalog number 3503754bc; serial number (B)(6) on one side and with catalog number 3503754bc; serial number (B)(6) on the other side. Manufacturer¿s reference number: (B)(4).